Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this lead was an attempted implant due to pacing impedance measurements greater than 3000 ohms on the atrial channel through the device and the pacing system analyzer (psa). No adverse patient effects were reported.